Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2014. On (B)(6) 2018, the patient presented emergently with an aortic rupture and aneurysm growth with no evidence of an endoleak (this event will be reported in (B)(4)). Endologix was made aware on (B)(6) 2018 that the patient was previously relined with a non-endologix device in 2015 for unknown reasons by another physician and a different hospital. No additional information regarding this reline has been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; non-endologix stent reline with hypogastric coil, bilateral renal snorkels, and sac growth. Additionally there was evidence to reasonably support the following observations; intraoperative endoleak type iiib, sac growth with no overt leak, and non-endologix relining with lateral renal artery snorkel and left hypogastric coiling and iliac extension at 14 months post implant. The most likely cause of the intraoperative compromised stent graft integrity (breach) of the main body was the use of strata material. No procedure related harms were detected. The patient underwent a successful relining with a non endologix product, renal snorkels and a left iliac extension with left hypogastric coiling. Four months later, the patient experienced another 1 cm sac growth and rupture. The treatment and final patient disposition could not be determined. There has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: patient code: (B)(4). Device code: (B)(4).